Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien in early 2009 that a customer had an issue with a dialysis catheter. The customer reported the catheter hub cracked, and the catheter needed to be removed and replaced.